Event description:
Report received from baxter states flow stopped after 24 hours of patient use. Device contained unknown amount of 5fu and 5% dextrose for a total fill volume of 100ml. Report states there was no patient injury or medical intervention being required.